Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates this lv lead appeared to have dislodged. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited pacing inhibition and muscle stimulation. Subsequently, the device was explanted and the lv lead was surgically abandoned. No additional adverse patient effects were reported.